Manufacturer narrative:
(B)(4). Report source: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection at the warehouse, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.